Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultramini meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate. On the day prior to contact at 9pm, the reporter obtained an unspecified blood glucose reading on the subject meter. Based on the reading, the reporter allegedly treated the pt with 6 units of nph. The pt reportedly developed symptoms described as "heavy sweaty, unable to swallow, and disorientated" five and a half hour later. The following day at 2:30am. The pt received treatment with food/drink from the reporter. The reporter felt that the reading that the pt obtained on event date at 9pm was inaccurate due to the subsequent symptoms the pt developed 5 1/2 hours later. During troubleshooting, the customer care advocate verified that the pt reported blood glucose results of "52, 23, 328, and 200 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The testing process was correct. The pt did not have any control solution, and the results are from the same approved sample site. This complaint is being reported because the reporter claimed that the pt developed symptoms that can be associated with hypoglycemia after the pt took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.